Manufacturer narrative:
(B0(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection showed no signs of defects or abnormalities. The set was functionally tested for flow; which revealed a leak at the vented hole at the end of the millipore filter. The reported condition was verified. The assignable cause was determined to be defective raw material. A CAPA has been opened to address this issue. Extra leak testing is currently being performed during the incoming inspection controls for the filter raw material. The appropriate personnel have been notified of the condition and awareness training has been provided. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set "leaked through the filter and the extension". This occurred during priming with an unspecified solution. There was no patient involvement. No additional information is available.